Event description:
Per the physician's assessment, the report of the patient's eyelids dropping is not vns related but related to the patient's condition as the patient has blurriness prior to a seizure.

Event description:
It was reported that the patient's eyelids would start to droop right before the vns would go off. No other relevant information has been received to date.